Manufacturer narrative:
(B)(6). Block h6: problem code 1069 captures the reportable event of outer sheath broken. Block h10: a fully constrained wallstent biliary partially covered stent and delivery system were returned for analysis. The stent was received undeployed. Visual examination of the returned device found the outer sheath was detached from the handle (valve body). Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed by manually gripping the outer sheath and pulling the tip distally. The stent was measured to be within specifications. No other issues were noted to the stent and delivery system. The investigation concluded that most likely anatomical or procedural factors such as characteristics of the lesion, handling of the device, the technique used by the user, and the normal procedural difficulties encountered during the procedure may have affected the device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018, that a wallstent biliary partially covered stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stenting procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to cross the lesion but, the stent failed to deploy after several attempts. The device was removed and noticed that it was broken. It was not reported at what location the device broke. Reportedly, the procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018, that a wallstent biliary partially covered stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stenting procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to cross the lesion but, the stent failed to deploy after several attempts. The device was removed and noticed that it was broken. It was not reported at what location the device broke. Reportedly, the procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.